Event description:
It was reported by the customer that their insulin pump was alarming battery failed test and the keypad was unresponsive to user inputs. Customer stated they attempted to bolus, but the numbers would continue to increase and would not stop until they removed the batteries from the device. Customer stated they did not recall any significant events that lead to the alarm or if the device was dropped. Assisted customer with clearing alarm. Customer's blood glucose level was 117 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No numbers scrolling up noted. The unit had motor error alarm during occlusion test and was unable to prime during prime test due to a faulty force sensor. The motor passed motor test. The unit had minor scratched lcd window, cracked display window corner, broken belt clip slot at battery tube threads area, broken reservoir tube lip and missing end cap sticker.